Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2019. The cause of death was unknown but the caller stated the customer was old and had several illnesses. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump at a nursing home due to poor readings. It was not determined if the poor readings were due to pump issues or the customer's inability to operate the pump. The customer was not using sensors. The caller declined to return the insulin pump for analysis.